Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the introducer was difficult to separate in two. Due to this difficulty they lost the light of the vein, two bruises and two punctures on the patient. Additional information received 3/14/2025: in the case of the patient for whom I made the report, the orange part of the introducer broke off abruptly, giving a big jolt and causing the whole vessel to protrude (loss of the vein lumen). I had to re-puncture the patient which was very difficult with veins more than 3 cm deep and the haematoma that appeared following the accidental removal of the first intro/mid set. As the first kit was no longer usable, I had to get a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the introducer was difficult to separate in two. Due to this difficulty, they lost the light of the vein, two bruises and two punctures on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the microintroducer sheath peeling incorrectly is confirmed and was determined to be related to the manufacture of the device. One 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned microintroducer sheath revealed the sheath to be partially peeled down the gray sheath. Blood use residues were evident along the device. A microscopic observation of the orange tabs of the microintroducer sheath revealed whitening around the fracture section of the device with some plastic deformation visible at the peel site. The cause of this failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.